Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s previous system failed and was replaced with her current ins. Additional information was received from patient on (B)(6) 2018. When asked what circumstance that led to the previous ins failure, patient stated the charger never worked great and then patient saw plastic piece broke (loose), patient could not get full service charge. No further complication and no symptoms were reported.